Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced low reading. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer's wife complains of "lo" results. Wife states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test lo and lo no- fasting. Reviewed meter memory: (B)(4). Memory concerns: all results adverse event not reported.